Manufacturer narrative:
This report is submitted on september 19, 2023.

Event description:
Per the clinic, the patient experienced skin infection at the implant site (date not reported). Subsequently, the patient underwent a skin revision surgery on (B)(6) 2023. The abutment was removed during the same surgery. The patient was treated with IV antibiotics and topical flushing antibiotics (specific date and duration not reported).